Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle. The foreign material was found to contain silicone. The possible origins include pharmaceuticals (silicone oil, antifoaming agents, etc.), but the origin could not be identified. It is more likely that the cause of the foreign material remaining in the device was due to circumstances such as the residue of a pharmaceutical containing silicone used during the procedure. A definitive root cause cannot be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. It was unknown if the reprocessing was conducted in accordance with the instructions for use (IFU). The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the nozzle. There were no reports of patient involvement.